Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 1 day.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that a neurological exam found the patient experienced fixed pupils and acute onset of loss of consciousness. A CT angiography showed near complete occlusion of the entire basilar artery secondary to intravascular thrombus. Complete re-vasculization of the basilar artery and posterior circulation after two passes with trevo-xp stentriever device. The bilateral posterior cerebral arteries were patent without stenosis and perfused via collateral circulation from transesophageal echocardiography posterior communicating arteries. No posterior circulation aneurysms were observed. On (B)(6) 2018, the patient sustained ventricular tachycardia requiring multiple defibrillation. On (B)(6) 2018, lvad support was withdrawn and the patient expired. No additional information was provided. Additional information was requested, but was not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of returned pump did not reveal any device-related issues. A direct correlation between the device and the reported stroke could not be conclusively determined through this evaluation. Evaluation of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the events could not be conclusively determined. The submitted controller event log file captured transient low flow fault flags on (B)(6) 2018, corresponding with the calculated flow reaching values below the low flow threshold of 2.5 lpm. These faults resulted in 6 low flow hazard alarms on (B)(6) 2018, which ranged between approximately 1 second and 8 seconds in duration. Despite these alarms, the pump appeared to have functioned as intended throughout the duration of the submitted data. The pump was returned assembled with the pump cable severed approximately 18 inches from the pump header. The modular cable and the remainder of the pump cable were not returned. Interior of the outflow graft and the pump cover revealed loosely coagulated blood mixed with tissue-like, clotted blood. Additionally, loosely coagulated blood was observed in the inflow cannula, outflow graft attachment, and the rotor well. These depositions lacked structure and adherence, indicating that they were not present while the pump was supporting the patient. The depositions appear consistent with blood remaining in the device post-explant. Examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.